Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the lead misplacement was due to them thinking it was optimal placement, but they now believed it needed to be moved more posterior. No further complications were anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated the dbs did not successfully control their tremor and therefore, the bilateral lead revision was scheduled. No other device-related issues were to report.

Manufacturer narrative:
Product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 3387s-40, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp), via a manufacturing representative (rep), indicated lead misplacement was the cause of the lack of symptom control. No revision/procedure had been rescheduled at this time. The lack of benefit had not resolved, but the issues that occurred during surgery resolved shortly after.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient underwent a bilateral lead revision surgery for lack of efficacy of dbs therapy. During surgery, the patient experienced laryngeal spasms, and the surgery was aborted. It was noted the dbs system was off before and during the event, and the patient had a medical history of epilepsy and a vagal nerve stimulator. The issue was resolved at the time of the report, but no changes were made to the dbs system. The components remained intact and implanted. No further complications were reported or anticipated with this event.